Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient burn was discovered during a post-surgical check-up.